Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided; therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 21 reports, regarding 445 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oil, lotions, etc. And allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad was being used on (B)(6) 2022 during an unknown procedure and ¿did not stick¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with an alternate same device. Further assessment has been sent; however, to date no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.